Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue could not be replicated. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) was not holding charge and the uninterruptible power supply (ups) batteries were losing charge quickly. There was no patient involved.